Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis of the pump motor found gear train anomaly and corrosion, wear and lubrication. Analysis of the pump motor also found stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event date was changed to (B)(6)2014. The patient was receiving dilaudid 4mg/ml for a total dose of 1.6983mg/day, clonidine 800mcg/ml for a total dose of 339.67mcg/day, bupivacaine 30mg/ml for a total dose of 12.738mg/day, and unknown baclofen 400mcg/ml for a total dose of 169.83mcg/day. The etiology of the vent was related to device or therapy and not related to implant procedure. No further complications were reported/anticipated.

Event description:
It was reported that eri was less than 9 months. The pump system was delivering dilaudid, clonidine, bupivacaine and baclofen.